Event description:
It was reported by the customer that they had been hospitalized for high blood glucose levels. Customer was experiencing flu symptoms and was requesting additional supplies.. Customer's blood glucose level was 394 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.